Event description:
Caller reported a malfunction on the pump, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. The customer was advised to use multiple daily injections (mdi) as a backup therapy until the issue was resolved. Tandem technical support provided instructions for putting the pump into storage mode, confirmed the shipping address, and sent a replacement pump. The customer was instructed to return the problematic pump using the provided return box and pre-paid label.